Manufacturer narrative:
The device was received for investigation. The investigation is currently in progress. A follow up report is to be provided following completion of investigation. Two devices, turbovac 90 arthrowand (catalog no. As1335-01) and arthrocare pt cable (catalog no. H0970-02) were used in the procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-207-00078 and 2951580-2007-00092.

Event description:
In 2007, a clinical incident involving a turbovac 90 arthrowand and an arthrocare pt cable was reported to arthrocare corp. Following an arthroscopy procedure, it was reported the wand shot flames at the connection between the turbovac 90 arthrowand and the arthrocare pt cable. No injury was caused to the pt or the physician.